Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-00694. Reference MFR. Report: 1627487-2016-00743. The patient received two anchors with the same lot number. It was reported the patient experienced drainage at her midline incision site. Cultures were taken, the results of which are unknown at this time. Subsequently, the patient's entire system was explanted.